Manufacturer narrative:
A cpu not functioning properly led to the foot end and head end lift being stuck in the up position.

Event description:
It was reported that the cpu was not functioning properly. No adverse consequences were reported.